Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6) 2015; the patient's receiver displaying an out of range signal. It was stated that the amount of time the signal displayed was unknown; however, an expired sensor was being used. No additional event or patient information is available.